Manufacturer narrative:
No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while verifying instruments and caused no delay to the surgery. It was reported that the surgeon noticed the thoracic probe was bent. The surgeon continued using the probe for the surgery and was able to get it to verify. The surgery was completed with navigation and there was no impact on patient outcome.